Event description:
When the healthcare professional was interrogating the pump, the pump stated stopped pump. No additional details were provided. Additional information has been requested, a follow-up report will be sent if additional information becomes available.